Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer died. It is unknown if the customer was using the pump at the time of death. Per the medical examiner's (me) office, the customer was not an me case and no autopsy was performed. The cause of death was listed as natural causes. Contributing factors: uncontrolled insulin dependent diabetes mellitus, hypoglycemia, multiple sclerosis (ms), depression, hypothyroidism, hypertension. Per the me's office record: me's office was contacted by the sheriff's department. The customer's blood glucose level had "spiked" the night prior to death. The following day, the neighbor could not get in contact with the customer and called the sheriff. No further details were available.